Event description:
A caller reported that the pump's bolus calculation was incorrect, and this was noticed before delivery confirmation. The issue resulted in the caller's blood glucose level dropping to 49 mg/dl, which is below the standard range. In response, the customer consumed carbohydrates to address the low blood glucose level and did not require third-party assistance. Customer technical support assisted the caller in updating incorrect settings and provided education on correction bolus calculations with insulin on board, although the caller did not acknowledge the calculations as correct after this explanation.